Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record (DHR) review and update to section d4, h4 and h6. A DHR review has been performed; acceptance criteria were met when produced and shipped from the manufacturer.

Manufacturer narrative:
A diego elite handpiece mdhp100a with sn (B)(4) was returned for evaluation. A visual inspection was performed on the received device and found multiple scratches on the insulation. The lock/release buttons are working intermittently. The handpiece was checked with our test mdu signal breakout box. It passed tests # 1, 2, and 3, but failed #4. Here are the test results: test# 1: pass. Test #2. Verified the internal resistance between 5v and gnd line of the handpiece connector is 18.8ko. Test #3: the results of motor phase to phase are within ranges, measured approximately 4.26 ohms (standard 3.3 o +/-1 o). Test #4: failed the hall b to gnd as the voltage remained near 0.1v and did not change, this indicates a hall signal wire short. Furthermore, the handpiece was then connected to our test diego elite console and the handpiece was recognized by the console. The device history shows 14 sterilization cycles. The handpiece was also checked with a test blade, but was not able to rotate the blade tip when the footswitch was being activated. The customer¿s complaint could not be duplicated since the handpiece was not working. Due to the handpiece not spinning, it will be escalated to the manufacturing site for further investigation. As a preventive measure, the owner¿s manual for the diego elite drill system with handpiece mdhp100a contains warnings and cautions to avoid mis-positioning and overheating: ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument. Do not advance or extend the device abruptly.¿ ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿

Event description:
The service center was informed that during an unspecified procedure, the handpiece became hot and quit working. The doctor used a second handpiece and completed the procedure with no further issue. There were no patient /user burns sustained or other injury reported. Multiple attempts were made to obtain additional incident information without success.